Event description:
It was reported that a malfunction occurred involving a momentary power loss to the vibrator motor, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer refused a replacement pump and insisted on a pump reset, leading technical support to assist with the reset process. Despite multiple occurrences of the malfunction, the customer preferred to maintain the current pump without replacement.

Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.